Event description:
The customer reported that, intermittently during a hysterectomy, when the device was shut, it activated without the activation button being pushed. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.